Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt device was unable to obtain in ECG rhythm via electrode pads. Complainant indicated that the device was turned off and then on, and the electrodes pad were replaced; however, the malfunction was continuous. Complainant indicated that the pt subsequently expired.